Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) shifted and they had to move the ins. The patient also got a shock that brought her to her knees. This occurred in 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.